Event description:
(B)(4) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 25mm epic plus supra valve was chosen for implant. Patient experienced post-operative delirium on (B)(6) 2026 with disorientation and exhibited signs of impaired formal thinking. Patient was administered medication, dexmedetomidine, on (B)(6) 2026.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.